Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full-height cubie drawer 4 failed with an error message stated drawer not found on the bus, and the drawer required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 rear controller was failed. A field service engineer verified using a multimeter, replaced the drawer console board and drawer controller board, and confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.